Event description:
The patient reported uncomfortable sensation at the implant site and charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The charging problem was not confirmed.